Event description:
A malfunction was reported involving the pump, attributed to a malfunction code labeled malf 13, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.